Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. While loading the 2.50x24 mm taxus express2 drug eluting stent onto wire, during preparation, the distal shaft of the catheter detached, approximately 15 cm from the tip. The procedure was completed with another taxus express2 drug eluting. No patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.